Manufacturer narrative:
The instrument sample and all available information will be forwarded for analysis to the MFR.

Event description:
Unable to remove burr. Noted piece was melted. The patient suffered no adverse effects as a result of the incident. The surgery was not prolonged.